Event description:
It was reported that a mitraclip procedure was performed on 24 november to treat mixed mitral regurgitation (mr) grade 4. A mitraclip xtw (lot: 30530r3060) and a mitraclip xt (lot: 30817r1033) were implanted successfully, reducing mr to trace. At the follow-up echocardiogram, the patient had developed recurrent mr grade 3 due to a perforation of the posterior leaflet near the xtw clip. The patient was experiencing dyspnea. Both clips remained stable on the leaflets. The patient was reported to be stable and no immediate intervention was performed. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury (perforation of the posterior leaflet) appears to be related to challenging anatomy with thin leaflet structure. The reported recurrent mr was due to the leaflet perforation. The reported dyspnea was a secondary effect of recurrent mr. The reported patient effects of mitral regurgitation, tissue injury, and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed on 24 november to treat mixed mitral regurgitation (mr) grade 4. A mitraclip xtw (lot: 30530r3060) and a mitraclip xt (lot: 30817r1033) were implanted successfully, reducing mr to trace. At the follow-up echocardiogram a few days post procedure (date unknown), the patient had developed recurrent mr grade 3 due to a perforation of the posterior leaflet near the xtw clip. The patient was experiencing dyspnea. Both clips remained stable on the leaflets. The patient was reported to be stable and no immediate intervention was performed.